Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the device history record (DHR) of the system console.

Event description:
The patient had an enb procedure on (B)(6) 2015. The site reported that the patient died likely due to respiratory failure secondary to progression of disease. Exact date of death is unknown. The report indicated that the death was not related to the enb device or procedure.